Manufacturer narrative:
Final analysis found the lead was returned in one piece measuring at 57.5 cm. External insulation abrasion exposing outer coil was noted at 11.5 cm ¿ 11.7 cm from the connector pin. The outer insulation was wrinkled at this location and at 9.5 cm from the connector pin. Suture sleeve tie impressions were also noted at 12.5 cm and 13.1 cm from the connector pin. The insulation abrasion and suture sleeve tie impressions were consistent with friction to the device can. The reported event of noise was isolated to the exposure of the outer coil in the abraded area. All other damages were consistent with procedural damage.

Event description:
It was reported that the patient presented remotely through merlin.net with the right ventricular lead exhibiting noise. The patient was noted to be symptomatic. The lead was explanted and replaced successfully.

Event description:
New information received noted the patient experienced dizziness and lightheadedness during this event.